Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old female in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp. It was reported that during insertion, the pump was unable to be advanced to the left ventricle due to the patient's advanced aortic stenosis. After multiple attempts, the impella cp could not be inserted successfully and the procedure was aborted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.